Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level, measured by finger-prick testing, rose to 15.5 mmol/l (279 mg/dl) while wearing the pod between 1 and 4 hours. Upon removal from the leg infusion site, the pod cannula was found to be blocked. Additionally, there was redness around the infusion site. As treatment, a new pod was applied.